Manufacturer narrative:
D4. Expiration date: updated. D4. Gtin: updated. D9. Product available to stryker: updated. D9. Returned to manufacturer on: updated. H3. Device evaluated by mfg: updated. H4. Manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent delivery wire (sdw) was returned for analysis along with a microcatheter. The subject stent and the introducer sheath were not returned. The sdw was broken/fractured at the distal side of the proximal bumper. The distal tip was not returned. The sdw was kinked/bent at the distal end and at the proximal end. Functional inspection was not performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent dislodged/migrated' and 'stent friction' could not be replicated during device analysis. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure, and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'after releasing the tension on the microcatheter, the physician retracted the microcatheter. Under digital subtraction angiography (dsa) guidance, when the microcatheter was retracted to the tip of the subject stent, the distal marker of the subject stent did not open. As the microcatheter was further retracted, subject stent deployment occurred, with the proximal end of the subject stent herniating into the aneurysm. The subject stent microcatheter and stent delivery system could not be further retracted. After adjusting the dsa angle, the physician continued to retract the stent microcatheter, but the marker ring of the microcatheter fractured and remained within the intracranial vessel of the patient. The physician then delivered another microcatheter and assisted in deploying another stent at the m1 segment of the parent vessel to fully cover the aneurysm neck'. Additional information was provided which states that the subject stent migrated after deployment. The stent was not returned for analysis as it had been deployed inside the patient. The stent delivery wire (sdw) was returned for analysis, and the distal tip of the wire was broken/fractured at the distal side of the proximal bumper. The broken section of the sdw was not returned for analysis. The introducer was not returned for analysis. Based on the event description, it is likely that there was good stent transfer from the introducer sheath into the microcatheter lumen. In addition, there was no resistance reported when advancing the subject stent to the distal end of the microcatheter. It is unclear why the subject stent would not deploy as the microcatheter was retracted. It is likely that a combination of the target vessel tortuosity, placement challenges when deploying the initial stent, and some other unknown procedural factor(s) resulted in the user experiencing difficulties while attempting to deploy the stent in the target vessel. What is also unknown is when the distal end of the sdw was broken/fractured as there is no reference to this in the event description. It is possible that the resulting manipulation of the microcatheter is when this damage occurred. The as reported ¿stent dislodged/migrated¿, ¿stent friction¿ and the analysed ¿sdw broken/fractured during use¿, ¿sdw kinked/bent¿ have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during stent assisted coil embolization procedure, when the subject stent was advanced to the distal end of the inferior trunk of the m2 segment, the physician retracted the microcatheter to the tip of the subject stent, but the distal marker did not open. As the microcatheter was further retracted, subject stent deployment occurred, with the proximal end of the subject stent herniating into the aneurysm. While retracting the microcatheter, ring of the microcatheter fractured and remained within the intracranial vessel of the patient. The physician then delivered another microcatheter and assisted in deploying another stent at the m1 segment of the parent vessel to fully cover the aneurysm neck. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2nd of 2nd MDR.

Event description:
It was reported that during stent assisted coil embolization procedure, when the subject stent was advanced to the distal end of the inferior trunk of the m2 segment, the physician retracted the microcatheter to the tip of the subject stent, but the distal marker did not open. As the microcatheter was further retracted, subject stent deployment occurred, with the proximal end of the subject stent herniating into the aneurysm. While retracting the microcatheter, ring of the microcatheter fractured and remained within the intracranial vessel of the patient. The physician then delivered another microcatheter and assisted in deploying another stent at the m1 segment of the parent vessel to fully cover the aneurysm neck. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.